Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
A vitalock cup implanted in 1997 was revised for loosening of the shell. The surgeon had no complaint about the prosthesis. Have included original op report, but no stickers available. Have recent x-ray only. No other reports pathology etc available. Revised to a trident tritanium 50mm cup, 32 10 deg poly liner, 3 screws and a replacement old exeter 32mm +5 head.